Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door clicked eight times when opened. A field service engineer shut down the station, removed the middle panel, cleaned and greased the micro switches, replaced the panel, and powered up the station. The door was tested and no longer clicked. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door repeatedly failed. The customer stated that nurses could still get medications from the pharmacy, but there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.